Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument's blue plastic grip broke and the patient did not retain any pieces within the wound. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: complaint sample was evaluated and the reported event was confirmed. As returned, the blue handle sleeve was fractured. The handle was fractured circumferentially through the designed pin hole. Standard wear was observed on the strike plate and distal end of the instrument. In addition, no signs of blatant misuse were observed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.